Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; e1; g4; g7; h1; h2; h3; h6. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown tibial tray, catalog #: ni, lot #: ni. Unknown femoral component, catalog #: ni, lot #: ni. Report source - foreign: (B)(6). It is indicated by the complainant that the product will not be returned to zimmer biomet for investigation, as the complainant has not been responsive to requests for additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event. 0001822565-2019-04583.

Event description:
It is reported that the patient underwent a knee arthroplasty revision to address disassociation of the articular surface from the tibial tray approximately two (2) months post-operatively. Attempts were made and no additional information is available at this time.